Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that black particulate matter (pm) was embedded inside the molded cassette. The embedded black pm was determined to be burnt resin during the cassette injection molding process. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulate matter (pm) was observed within the cassette component of a homechoice automated pd set with cassette. The pm was discovered prior to patient use for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.